Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per subsequent e-mail, neither the requested clinical information or the device will be provided for evaluations. Therefore, a thorough medical investigation cannot be rendered nor can a root cause of the reported pain and dislocation be determined. Based on the information provided, the surgeon performed a revision to treat the adverse events. Although the details of the revision surgery were not provided, it was reported by the surgeon the devices were not defective. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional relevant medical information be provided, this complaint will be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka was performed on (B)(6) 2021, the patient experienced pain and dislocation. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. Details about the surgery are unknown but the surgeon reported that the devices implanted were not defective. The patient outcome is unknown.